Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 the surgeon used the radiolucent-drive with trauma recon system (trs) for laterally locking at distal on elastic intramedullary system (etn). Trs was working without any problem when it was used for drilling and reaming. It was reported when the surgeon tried to insert the locking screw into the distal end of etn by trs with radio lucent-drive, connection part of the drill bit did not work; so it was not able to use. It was further reported that the operation time was delayed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.